Event description:
It was reported that prior to implant, the physician opened the package of the lead and dropped it. The physician alleged that the package opened too easily and the lead popped out. A replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.